Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg reached end of life. It is unknown if this occurred prematurely. The next course of action has not been determined at this time.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the ipg was explanted and replaced. Good coverage restored post-op.

Manufacturer narrative:
Report type - added serious injury. Section b1 ¿ type of report - checked adverse event. Section h1 - type of reportable event - changed to serious injury. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.